Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 330 mg/dl and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. As the high bg had been resolved, tandem technical support advised the customer to discuss the bg event with a healthcare provider.